Manufacturer narrative:
H3: product analysis found no fault with the device. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6); UDI #: (B)(4). H3: analysis verified reported allegation, main pcb failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, the nim system was displaying the pi box fault error. Site switched to their other nim system for prep of a case. Issue did not resolve after multiple reboots of both the console and pi box, including re-plugging into a known working wall outlet. There was no patient involvement.